Event description:
It was reported that during testing conducted at the MFR facility, the saw was overheating and the motor was trying to run without user activation after the handswitch was released. No medical intervention and no adverse consequences were alleged with this event. As this event occurred during testing at the MFR facility, there was no pt involvement and no delay to the surgical procedure.

Manufacturer narrative:
During the eval of the device, the motor and rotor were found to be corroded and the printed circuit board (flex assembly) was found to be damaged. The friction caused by the corrosion is a probable cause of the reported overheating, and the corrosion in the motor as well as the damaged printed circuit board are probable causes of the motor trying to run without user activation.